Manufacturer narrative:
The device was exposed to extensive testing. Normal electrical characteristics were measured throughout all tests.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after patient fell, patient broke both her femurs and a hematoma was noted at implant location. On (B)(6) patient was operated and on (B)(6) 2015 patient died due to cardiac respiratory arrest.